Manufacturer narrative:
Intermittent button response due to flattened act keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection.

Event description:
Customer reported via phone call that the buttons were hard to press. Customer's blood glucose was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.